Event description:
While attempting to monitor a patient, the device powered off. Clinician obtained another device to continue treating the patient. There was no adverse effect to the patient due to the reported malfunction.